Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the suture thread broke at the last backbite, but the procedure was completed. There was no patient injury.